Event description:
It was reported that a peritoneal dialysis (pd) transfer set had fluid flow with the twist clamp closed. The event was further described as ¿liquid leaked despite the clamp being tightly closed¿. This was observed during use of the device for peritoneal dialysis therapy, when the betadine cap was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.